Manufacturer narrative:
Additional devices listed in this report: cat 6260-9-236, lot mjpb4p, description: v40 cocr lfit head 36mm/+5; cat 6260-6-111, lot 30944701, description: pshp 165mm t1 neu stm 1x11mm; cat 2080-0030, lot mkr05n, description: gap plate screws; cat 2080-0015, lot mkpw38, description: gap plate screws; cat 509-02-58f, lot mkpiye, description: tritanium revision acetabular. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a left hip revision due to infection.

Manufacturer narrative:
Based on additional information. The patient is (B)(6) inches in height. An event regarding infection involving a trident 10 degree insert was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. Note lot changes: cat 2080-0015, lot mkp1ye, description: gap plate screws. Cat 509-02-58f, lot mkpw38, description: tritanium revision acetabular.

Event description:
It was reported that there was a left hip revision due to infection.